Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported via voluntary medwatch (B)(4) that a dialyzer blood leak occurred two hours and nine minutes into a patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a blood leak alert. The blood leak was confirmed with blood leak test strips. Following the event, the treatment was stopped. The patient was re-setup with new supplies on the machine to complete their treatment. The volume of blood lost due to the leak was not provided. Multiple attempts were made to obtain additional information from the initial reporter. The attempts have been unsuccessful, and no further details are available at this time. The sample is not expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The blood leak was confirmed to be internal, and it was visually observed. The patient was dialyzing on a fresenius 2008t machine with fresenius bloodlines. No damage or defects were noted on the dialyzer. The patient was able to complete their treatment after being re-setup with new supplies. The patient's estimated blood loss (ebl) due to the blood not being returned was 400 ml. The event did not result in any patient injury or harm, and the patient did not require medical intervention. The dialyzer was not available to be returned for evaluation.

Event description:
The blood leak was confirmed to be internal, and it was visually observed. The patient was dialyzing on a fresenius 2008t machine with fresenius bloodlines. No damage or defects were noted on the dialyzer. The patient was able to complete their treatment after being re-setup with new supplies. The patient's estimated blood loss (ebl) due to the blood not being returned was 400 ml. The event did not result in any patient injury or harm, and the patient did not require medical intervention. The dialyzer was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.